Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed an error indicating the ipg has reached end of life. The patient is not receiving therapy and will likely require surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device nor logs or settings were returned for analysis. Based on the information received, the cause of the reported incident is consistent with the ipg reaching end of life.

Event description:
Further follow-up indicates the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Therapy was restored.